Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book alarm. Customer stated they changed his infusion set successfully and the pump went off saying another pump error alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with missing display window or cover, keypad overlay texture damage, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch therefore, unable to download and verify pump error 35. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.